Event description:
A customer reported that a pt had a ventricular fibrillation (vfib) episode, and the device did not alarm. The alarm volume was reportedly set to 0% at the time of the event. The pt required a stent following the event. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.